Manufacturer narrative:
Based on the inquiry info received adn the visual and functional testing, it was found that the clamp pad was missing fro mthe lcs. This may have been caused by a bond failure. A product design has been implemented to greatly reduce this incident from occurring. Manufacturing and engineering have been notified of the reported incident.

Event description:
The device was used during a laparoscopic colon resection procedure. The tissue pad dropped. The pad did not fall into the pt. There was no pt consequence.